Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the drivers were found broken.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the device received exhibits signs of damage as evidenced by the tip of the broken device. The tapered breakage pattern indicates ductile nature of fracture. Overall damage indicates an application of excessive torsional load during use, resulting in breakage of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely, the event was caused by heavy and rough usage. If more information is provided, the case will be reassessed.

Event description:
It was reported that the drivers were found broken.